Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned. A beckman coulter (bec) field service engineer (fse) was not dispatched. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. The complaint was not confirmed.

Event description:
The following event was reported: erroneous sodium results. There was no report of death or serious injury.

Manufacturer narrative:
Manufacturing investigation: beckman coulter field service engineer (fse) evaluated the instrument. The event was caused by a hardware malfunction. Hardware components were replaced which resolved the issue.